Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The ipp was explanted. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss from the tubing near the pump. It was noted that the tubing near the pump was broken. The ipp was explanted. No patient complications reported.